Event description:
During urination, the patient experienced a shocking sensation in her thigh, across her stomach, and in her arms. This started after a reprogramming session. Further information is being requested from the hcp.